Event description:
Technician reported that following bone marrow collection, a small puncture was found in the collection bag. Hole was located at edge of filter tube in the bag. Technician reported that it appeared to have caused the hole. Hospital will take additional sterility procedures (patient given antibiotics) adn bone marrow will not be given back to patient. No patient injury reported.